Manufacturer narrative:
Results: inherent risk of procedure (mi). (B)(4).

Event description:
One endeavor sprint rx drug eluting stent was implanted to the proximal lcx on the day of the index procedure. Approximately 3 months post index procedure, the patient received an endeavor sprint rx drug eluting stent in the lcx during a revascularization event. Investigator has indicated the event was possibly related to the study device. Approximately 20 months post index procedure, the patient was hospitalized due to a myocardial infarction. The following day, a drug eluting stent was implanted in the cx. Investigator has indicated the event was not related to the study device. The patient recovered with treatment.